Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier sids: (B)(6).

Event description:
The customer reported an issue with the alinity ci rsm barcode reader resulting in discrepant results generated on multiple patients. Results provided: (B)(6): iga = 139 / 19 mg/dl, (B)(6): c3 = 86 / 206 mg/dl, (B)(6): c4 = 14.3 / 47.6 mg/dl, (B)(6): c3 = 161 / 115 mg/dl, (B)(6): c4 = 48.7 / 27.8 mg/dl, (B)(6): iga = < 25 / 140 mg/dl, (B)(6): igg = < 320 / 1950 mg/dl, (B)(6): glucose = 106.7 / 90 mg/dl no impact to patient management was reported.

Manufacturer narrative:
This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.

Manufacturer narrative:
Abbott field service cycled power to resolve the issue. No contributing factors prior to the complaint were identified in regard to the system. The service history of the alinity ci-series system control module (scm), (B)(6) verifies no subsequent barcode labels presented in the incorrect order have been reported. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for the rsm barcode reader (a-30105582-01) was identified.